Manufacturer narrative:
Additional information was received on 2/23/2021 which updated the concomitant product from ¿unknown cable¿ to "qdot micro eco cable / m599902¿. Therefore, updated d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on (B)(6) 2021. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto® 3 system. During the procedure, there was a map shift on the carto® 3 system of about 0.5-1cm between the beginning and the end of the procedure. The physician noticed the shift when moved the catheter anteriorly and posteriorly; the catheter was inside the fast-anatomical map (fam) anteriorly and outside the fam posteriorly. The system did not display any error or warning message. No cardioversion nor patient movement occurred prior to the map shift. There were no big differences in the position of the sensors when using the extended features (ctrl+p). A new map was done to correct it. The procedure was completed with no patient consequence. The issue was investigated. It was found that the reported map shift was caused due to a movement of the front patches. The system is ready for use. A manufacturing record evaluation was performed for the system 11101, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
(B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto¿ 3 system and a map shift occurred with no error message, no patient movement and no cardioversion performed. During the procedure, there was a map shift on the carto¿ 3 system of about 0.5-1cm between the beginning and the end of the procedure. The physician noticed the shift when moved the catheter anteriorly and posteriorly; the catheter was inside the fast-anatomical map (fam) anteriorly and outside the fam posteriorly. The system did not display any error or warning message. No cardioversion nor patient movement occurred prior to the map shift. There were no big differences in the position of the sensors when using the extended features (ctrl+p). A new map was done to correct it. The procedure was completed with no patient consequence. The map shift with no error message, no patient movement and no cardioversion performed was assessed as a MDR reportable issue.